Event description:
I have been using renu with moistureloc contact lens saline solution for the last five yrs up until july 1, 2006. I had an emergency drs appointment because my right eye was completely blind and I could barely see from my left eye. I have been having blurry vision, pain, and excessive eye discharge, burning sensation, redness. My eyes are very sensitive to the light. When I would walk outside, my eyes would water profusly. My primary dr made an emergency appointment to see a specialist the following day. The eye drs have been treating me with medication, (zymr, amox-clav 875 mg 2x-daily, ciproflox 0.3% ophth soln 5ml 1 drop daily). My eye sight has been impared by more than 50%. I'm still being treated to date.